Event description:
Pt status post total abdominal hysterectomy, burch retropubic urethropexy, vaginal vault suspension. Moscowitz enterocele repair, posterior colporraphy. Pt in physician's office for post-operative check. Per physician upon attempted removal of suprapubic tube by pulling, tube "sheared off" with one end retained in the bladder. Pt evaluation by urologist/ultrasound indicates retained tube. Pt underwent surgical removal of retained tube in 2003. Pt wound packed and on antibiotics. Discharged to home with home health two days after. Surgical findings note suprapubic severed against fascial suture.